Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having nausea and getting sick while using device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found unknown dust/dirt contamination in the air inlet and on all surfaces of the base unit. The manufacturer also found evidence of an unknown dried spilled liquid residue spots on top enclosure. The manufacturer completed an internal visual inspection. The manufacturer found evidence of slight unknown white dust contamination on the bottom enclosure, blower box housing, blower motor, and blower impeller. The manufacturer also found evidence an unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes the contaminates found were consistent with an unknown dust or dirt, fibers and unknown contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.